Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was using their snow blower and received shocks. After further episode review, the patient received four bursts of anti-tachycardia pacing and then four shocks. The patient detected in the monitor only zone, the rhythm accelerated into the vt zone and the patient was treated. Programming options were discussed and made to optimize system. There was further inquiry to the availability and access of programming. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.